Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The last calibration was performed on 06-may-2021 with acceptable results. The qc test had acceptable results. The customer checked the sample integrity and did not see any bubbles or fibrin and the sample volume was adequate. No issues were identified during a review of the alarm trace. The investigation did not identify a general instrument or reagent problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was 2355 iu/l with a data flag. The repeat results were >10000 iu/l with a data flag, >10000 iu/l with a data flag, 233672 iu/l with a data flag with a 100 dilution, and 238639 iu/l with a data flag with a 100 dilution. No questionable results were reported outside the laboratory. The reagent lot number is 470489 and the expiration date was asked for but not provided.